Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no.: 309653; batch no.: 9086576. Per email: per customer, we take 43 ml of medicatioin out of the bag to add to the collection bag. We are supposed to leur-lok it to the collection tubing, break the frangible connector, instill, slide clamp and then white cap/dead ¿ end cap the line. I went to add the white cap and could not get the cap onto the line. Upon closer inspection, I saw that the luer connection tip of the 60 cc syringe was stuck inside the tubing. I had already slide clamped the line shut so none of the fluid spilled out of the bag and then I added a blue clamp to the line. It was then suggested I leave the slider clamp and add three hermetic seals to the line, which I did.

Manufacturer narrative:
The following information has been updated: b.3. Date of event: (B)(6) 2019. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample was received from the customer for investigation. The sample was visually examined and was found to have a tip that has been broken off. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, an improperly molded tip results in a tip which is weaker and which then breaks during use by the customer. Bd acknowledges that the returned sample has a tip which has been broken off during use by the customer. As this occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9086576. Per email: per customer, we take 43 ml of medication out of the bag to add to the collection bag. We are supposed to leur-lok it to the collection tubing, break the frangible connector, instill, slide clamp and then white cap/dead ¿ end cap the line. I went to add the white cap and could not get the cap onto the line. Upon closer inspection, I saw that the luer connection tip of the 60 cc syringe was stuck inside the tubing. I had already slide clamped the line shut so none of the fluid spilled out of the bag and then I added a blue clamp to the line. It was then suggested I leave the slider clamp and add three hermetic seals to the line, which I did.